Event description:
Information was received that while a smiths medical endotracheal tube was in use for a patient with a urinary tract infection, lung infection, sepsis and respiratory failure, device was noted to be leaking upon nasal tracheal intubation; ventilator prompted insufficient ventilation. Immediately, the endotracheal tube was replaced and the patient's airway leaks were relieved. No adverse effects resulted from this incident. It was noted the device has airbag leaks.